Event description:
It was reported that on (B)(6) 2019, during anterior cervical discectomy and fusion (acdf) procedure for a patient with cervical myelopathy, the head of the screwdriver shaft was noted to have stripped. During the procedure, an unknown variable angle zero-profile screw was kept on falling on the screwdriver while inserting and was not self-retaining. The procedure was completed successfully using the same like product with a surgical delay of unknown minutes. There was no patient consequence reported. Concomitant device reported: unknown zero p-va screw ( part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a spinal fusion procedure for a patient with cervical myelopathy, the head of the screwdriver shaft was noted to have stripped. During the procedure, an unknown variable angle zero-profile screw was kept on falling on the screwdriver while inserting and was not self-retaining. The procedure was completed successfully using the same like product with a surgical delay of unknown minutes. There was no patient consequence reported. Concomitant device reported: unknown zero p-va screw ( part # unknown, lot # unknown, quantity unknown)

Manufacturer narrative:
Additional procode: ove. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a spinal fusion procedure on (B)(6) 2019, the head of the screwdriver shaft was noted to have stripped. An unknown variable angle (va) zero-profile screw kept falling off of the screwdriver while inserting and was not self-retaining. The procedure was completed successfully with a surgical delay reported. There was no patient consequence reported. Concomitant devices: zero p-va screw (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).